Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the trocars were leaking at the valve during a procedure. The case was able to be completed with no harm to the patient. Additional information was requested, however, none has been provided to date.